Event description:
It was reported, there was fluid in the pump pocket area and the pump had flipped. Telemetry was unable to be performed with the pump until after it was removed from the pump pocket. It was not known when this occurred, but it was thought to have possible occurred between the last pump refill on 2014 (B)(6) and the date of this report. There was also a suspected leak where the catheter collet was, but it was not known if it was drug or cerebrospinal fluid (csf). The revision was done on the date of the report and the fluid was being tested for a possible infection that was obtained from the pump pocket. A new catheter was trimmed and added to the existing catheter. The new catheter piece and existing catheter were confirmed to be patent during and after the revision. The existing catheter did not look like it had been damaged due to the pump flipping. The catheter was cleared of drug so no drug was left in the catheter. The pump was being used to deliver morphine. It was later reported, the patient was not getting pain relief needed after several escalated dose changes. The patient was ¿extremely large¿ and the health care provider had felt the pump flipped due to the fact that the pump was only sutured to adipose tissue. It was later reported, the old catheter was aspirated prior to disconnecting with little to no effort. The catheter was connected and intact to the pump. It was thought the collet connection was possible the issue and leak origin. However, it visually appeared intact and since it was able to be aspirated, this was ¿merely a hunch¿ of the health care provider (hcp).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).